Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the tip from the powerglide actually got sheered off and stuck in the patients vessel. The nurse placed the line "only advanced 60% of the wire¿, met resistance advancing the catheter and could not advance any further, pulled the line out whole, did not see that part of the catheter wasn¿t attached fully but noticed later that something was wrong (after the nurse placed a new line on the other side). He stated the guidewire was weird, looked like the end of the catheter was missing. Ultrasound was ordered, which saw the catheter in the patient¿s arm. Patient went in for an angiocath procedure, and they were unable to see the catheter at that time while doing the procedure. They stated that they didn¿t go looking for the catheter, the patient was late discharge.